Event description:
It was reported that a device alarm for a system error 322. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that the system error 322 was caused by loose lower latch switch bracket screws which allowed the lower latch switch to move in and out from the lower door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the reported symptom of system error 322. The lower auxiliary was replaced.